Event description:
Customer reports receiving high readings with their freestyle meter. In blood glucose testing, customer rec'd readings of 426, 366 and 269 mg/dl using 3 different test strip lots. Customer uses an insulin pump and bolused based on the readings rec'd. Shortly after, customer reports having symptoms of hypoglycemia: sweating and shaking. Customer drank orange juice to regulate blood glucose levels. It was determined that the customer was using expired test strips at the time of this event.